Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. The right atrial lead exhibited increased thresholds upon tie down of the lead. Upon repositioning, the lead continued to exhibit unsatisfactory thresholds. The physician exchanged the lead during the procedure on 30dec2019. The physician noted the removed right atrial lead had an insulation breach. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 46.2 cm. Visual examination found an outer insulation cut 25.6 cm. From the connector pin consistent with procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of insulation damage was confirmed due to procedural damage and the reported event of high capture thresholds was not confirmed.